Event description:
It was reported that the patient presented for in-clinic follow up. An interrogation of the implantable cardioverter defibrillator (ICD) revealed post-sensed t-wave oversensing (pstwos). Programming interventions were made. There were no patient consequences.